Event description:
It was reported that a pericardial effusion occurred. A trace baseline pre-existing pericardial effusion measuring 0.8mm was seen prior to the start of the left atrial appendage (laa) closure procedure via transesophageal echocardiography (tee). The physician performed the transeptal puncture (tsp) with the versacross connect system and a double curve watchman fxd access system (was). A versacross connect was inserted with the was sheath to perform tsp. The tsp location was confirmed using tee (inferior, mid) positioning. The radiofrequency (rf) was successful, and the pigtail wire was advanced into the left atrium (la). The pigtail wire was then removed, and pigtail catheter was inserted. The pigtail catheter could not be visualized in the appendage and the physician injected contrast for imaging. During injection it was noted that the pigtail catheter was in the transverse sinus. The physician decided to abort the procedure and removed everything from the body and monitored patient for thirty (30) minutes. The patient's trace effusion was noted to have slowly grown from 0.8mm to 1mm. The patient's vitals remained stable. The physician suspected that this was most likely due to the contrast injection. The patient was monitored overnight and discharged home the next day with no further complications. The laa closure procedure will be reattempted at a later date.